Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with essure') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 684591-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), alopecia ("hair loss") and nervous system disorder ("nuero condition/problem/ neurological conditions or problems type: nerve damage"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, abdominal pain, pelvic pain, dysmenorrhoea, dyspareunia, psychological trauma, alopecia and nervous system disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, dysmenorrhoea, dyspareunia, nervous system disorder, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: discrepancy added: essure insertion date as per pfs is (B)(6) 2009,date in case is (B)(6) 2009. Right: 04. Left: 0. Palitiff claimed pregnancy : ectopic, stillbirth/miscarriage, terminated, birth - no complication, birth - complication, born with birth defects. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with essure') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 684591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), alopecia ("hair loss") and nervous system disorder ("nuero condition/problem/ neurological conditions or problems type: nerve damage"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, abdominal pain, pelvic pain, dysmenorrhoea, dyspareunia, psychological trauma, alopecia and nervous system disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, dysmenorrhoea, dyspareunia, nervous system disorder, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: discrepancy added: essure insertion date as per pfs is (B)(6) 2009,date in case is (B)(6) 2009 right: 04. Left: 0. Palitiff claimed pregnancy : ectopic, stillbirth/miscarriage, terminated, birth - no. Complication, birth - complication, born with birth defects. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received: reporter, lot number and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.